Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. As a result, the lead was successfully repositioned. Two days later, the lead had dislodged again. As a result, the ra lead was explanted and replaced with a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated that the lead was disposed and would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.